Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricle lead to be implanted exhibited high capture threshold and high pacing impedance. The lead was replaced during the procedure on (B)(6) 2021. No patient consequences.